Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative reported that when the system was unplugged from the wall, the battery lasted more than three minutes. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a procedure, the navigation system unexpectedly shut down. It was reported that the system was connected a to wall power outlet at the time of the issue. The procedure was completed with the use of navigation. No impact on patient outcome. No information was provided on delay to procedure.